Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The device was returned to olympus for evaluation and the customer's allegation was confirmed. Based on the results of the investigation, the disappearance of the image occurred due to disconnection inside the cable. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 5 years since the subject device was manufactured. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus and the reported issue was confirmed. There was no image displayed on the monitor due to faulty cable. Additionally, the evaluation revealed the minor fading of the label on rear cover. The investigation is ongoing and follow-up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus during preparation of use in a hysteroscopy procedure, image problem was reported with the 4k camera head due to connection issues. The facility finished the procedure with another similar device, with no delay noted. Additional details relating to the patient and the event have been requested, but no response has been received at this time. There were no reports of patient harm or impact associated with this event.